Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Unit passed the displacement test. No pump error 63 alarm noted during testing. However, pump error 63 was recorded on (B)(6) 2025 12:30:46.000. Line=147 file=2017. Per software engineering log investigation, pump error 63 was caused by twi interface on main/motor processor. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. Moisture damage was noted on gold force sensor traces flex connector and j1 connector on keypad flex connector gold traces during visual inspection. Problem isolated to electronic assembly. The following cosmetic damages were noted: cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations are confirmed of pump error 63 when alarms were noted during download history review. Problem isolated to electronic assembly due to additional moisture noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 63 (hardware low-level failures). The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed and the customer was able to clear the alarm and able to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1880 was requested, and the customer's response was that the device will be returned.